Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Concomitant med products and therapy dates: burr device, (B)(6) 2020. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to component failure from normal wear. If additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the ball bearings of the attachment device fell apart -unattached and the internal parts of ball bearings were missing- missing components. It was determined that both color rings, extension sleeve, and bearing were damaged, and the cutter device could not be inserted. It was further observed that the nose tube was bent/damaged, the color band was chipping/fading, and the device had an unexpected noise. It was further determined that the device failed pretest for lock operation ¿ rattle, cutter insertion -ball bearing and temperature test could not be performed. It was noted in the service order that the burr device was not seated and could not be inserted. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.